Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead had been showing a gradual increase in shock impedance measurements. Even with a previously implanted implantable cardioverter defibrillator (ICD) the gradual increase was observed, but with the actual ICD the values reached high, out of range (oor) measurements. The lead was already programmed to maximum output shocks and initial polarity. It was discussed to review vector breakdown to determine which vector would be most appropriate. Furthermore, resetting the alert and increasing oor threshold to 150 ohms was suggested. The rv lead remains in service at this time. No adverse patient effects were reported.